Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient reported that the 1-infusion set cannula was bent. The site of insertion is abdomen. The length of time at the infusion set was only use first. . Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available